Event description:
I purchased a cvs health branded acoustic (non-powered) stethoscope from a cvs retail location for professional engineering evaluation but expected to retain it for personal use. The device is a dual-head mechanical stethoscope supplied preassembled with two interchangeable chest pieces ("bells") designed for different frequency ranges. The device is not digital and contains no electronics. Upon initial use, one side (preassembled with the small bell) functioned normally and demonstrated strong acoustic transmission and sensitivity to pressure waves. The opposite side (preassembled with the larger bell) did not conduct sound in a meaningful way. When tapping on the functional small bell, sound transmission through the tubing to the earpieces was immediate and intense. When tapping on the large bell, there was minimal to no transmitted sound. The lack of transmission was consistent and reproducible. To further evaluate the issue, I: disassembled the chest piece components. Swapped the large and small bells. Reassembled the device. After swapping components, the large bell functioned normally when mounted on the previously functional side. The small bell failed to transmit sound when mounted on the previously nonfunctional side. This indicates the defect is not related to the bell attachment itself but to one side of the internal acoustic pathway within the stethoscope head. Additional testing: when blowing air into the aperture of the functional side, air exited the earpieces as expected. When attempting to blow air into the nonfunctional side, significant resistance (infinit resistance indicating it is airtight) was encountered and no air exited the earpieces. This suggests the nonfunctional side is obstructed or sealed, preventing air and sound pressure waves from traveling through the acoustic pathway. Based on inspection and functional testing, the issue appears consistent with an internal obstruction or missing molded/drilled channel required for sound transmission. Regardless of which of the included attachments (four total in kit) is mounted to that side, no acoustic transmission occurs. I hypothesize that a manufacturing drill step was missed, or that there is a defect in the mold of the head. The device was defective upon first use. No modification was performed beyond disassembly and reassembly of intended user-removable components. The kit comes with a total of 4 "heads" which are designed to swapped out for the purposes of detecting different modalities of sound pressure waves. This device is marketed and sold directly to the general public, including non-professionals and individuals who may be using a stethoscope for the first time. A dual-head acoustic stethoscope is designed to provide two functional listening surfaces with different frequency characteristics. In this case, one side of the chest piece is nonfunctional due to an apparent internal obstruction in the acoustic pathway. A user unfamiliar with proper acoustic performance may not recognize that one side is defective. Because the device is purely mechanical and depends entirely on an unobstructed acoustic pathway, the absence of that pathway renders one side completely ineffective. A consumer would reasonably expect both sides of a dual-head stethoscope to function as designed. This issue raises concern regarding manufacturing quality control and functional verification prior to distribution to consumers. Potential safety concerns include: failure to detect physiologic sounds a. Inability to auscultate heart sounds, lung sounds, or other bodily sounds. B. False assumption that no sound is present when the device is not transmitting. False reassurance or false negative assessment a. A user may conclude that korotkoff pulses and/or heart or lung sounds are absent or abnormal due to patient condition rather than device malfunction. B. A novice user may attribute poor performance to personal inexperience instead of a defective product. Delay in seeking medical evaluation a. A caregiver or parent using the device may rely on inaccurate auscultation. B. Failure to detect abnormal findings could delay appropriate medical care. Quality control concerns a. The defect was present upon first use. B. The obstruction is not externally visible and would not be detected without functional testing.